Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 0 with fault ID 0x277d. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted in resetting the pump. After the reset, the malfunction code did not recur, and the customer was able to continue using the pump. The customer was advised to call back if the malfunction code reappeared, and they acknowledged and understood the instructions.